Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient developed a skin irritation with open areas under the lifevest.. Medical intervention is unknown. Medical outcome is unknown.